Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a review of the black box data showed multiple loss of prime warnings with low non-zero force. The pump was exercised and a loss of prime was duplicated. The force sensor was found to be out of calibration. The force sensor resistance was found to be out of specifications. Evidence of moisture and contamination was found on the force sensor plate. Unrelated to the initial complaint, the display screen was dim and discolored. The battery compartment was cracked. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.